Event description:
It was reported patient underwent an initial total knee arthroplasty on (B)(6) 2011. Subsequently, the patient reports allegations of swelling of the joint, restricted movement and heterotopic bone growth; however, no revision has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.